Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of "high" on the continuous glucose monitor. Cause was not known. Customer delivered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.